Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. Customer¿s blood glucose was unknown. Audio issue was confirmed. Battery cap checked and there was no damage. The customer was advised to take out the battery from the insulin pump for 10 minutes, clean the battery compartment with cotton swab then reinsert new one and run the self test. The troubleshooting was not completed. The insulin pump will not be returned for analysis.